Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager was sticking and not allow the refrigerator to open when needed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not opening when needed. A field service engineer adjusted housing, cleaned switches and added grease to resolve. The field service engineer tested door multiple times in application. The system functioned as intended after the field service engineer rectified the issue.